Event description:
Procedure: hysterectomy. According to the reporter: the needle disengaged from the device when the surgeon went to retrieve the suture. The needle became disengaged and was left in pt.

Manufacturer narrative:
(B)(4).